Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and the battery charger was set for 225 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed "precharge" and "filament regulator" error messages. No patient injury was reported.